Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021.   Device was started up at 08:58:04 on (B)(6) 2021. From 21:40:56 to 21:41:13, vt/vf was seen. Hr below the threshold from treatment, varying amplitudes, motion artifact, and electrode lead fall off prevented the lifevest from treating the patient during these two times. At 22:33:15 on (B)(6) 2021., the device was shut down. The patient passed away on (B)(6) 2021. Reporting due to precluded treatments resulting from artifact and varying amplitudes.

Manufacturer narrative:
The electrode belt/monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.